Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent, the lens having foreign material on lens surface (debris and clear residue), and the lens has a curved shape. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4, diopter -15.5/+3.0/081 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2014. On (B)(6) 2017 the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved.